Event description:
The reporter contacted animas on (B)(6) 2014 alleging a case damage with moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: evaluation revealed that the battery compartment cracked. There was moisture found in the battery cap and inside the battery compartment but not inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.